Manufacturer narrative:
Note: a report or other information submitted by a reporting entity under this part, and any release by FDA of that report of information, does not neccessarily reflect a conclusion by the party submitting the report of FDA that the report of information consitutes an admission that the device, reporting entity, or its employees or agents caused or contributed to the reportable event. The reporting entity need not admit and may deny (and may expressly reserve the right to deny) that the device, the party submitting the report or employees threof caused or contributed to a reportable event.

Event description:
Screw placement not correct. Patient being revised to correct placement. During revision, after screw extraction, screw assemblies disassembled.